Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. The manufacturer¿s technical services (ts) could not confirm the reported issue. The customer was provided with the part numbers for the blower and advise to replace it if no other causes found. The customer ran the unit for an extended time and performed a full checkout and could not duplicate the issue. The event log was reviewed and no repeat error was logged. The air inlet filter is clean and the cooling fan is running. The unit successfully passed the required performance verification test.

Event description:
The customer reported error "blower temperature high". The device was not in use at the time of the reported event.